Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the numbness and chest heaviness was not expressed to the hcp office, but it was noted that the patient was no longer experiencing these. These issues were not urological in nature.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal /pelvic floor. It was reported that patient had an allergic reaction to nickel which hurt their lungs and that they were doing well and all of sudden they experienced numbness throughout the whole body, and heaviness in the chest and thought they were having heart problems. Patient was hospitalized and they did not find anything wrong. Patient also reported that they were wondering if it was the device and wanted it removed. No further complications were noted or anticipated